Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported a burning smell coming from a homechoice device during dwell two of three of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy. The patient would use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A review of the service history revealed no issues that would have caused or contributed to the reported issue. Internal and external inspection was performed and found component u2 on the acccomp board overheated and caused a strong odor. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Rite functional test failed the fill 1 step for timeout, and the final heater bag step fluid under temperature. Rite electrical test passed. The reported condition was verified. The assignable cause was determined to be defective accomp board. The entire device to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.